Event description:
A healthcare professional reported, ¿during the removal of the breast implant. This appeared to be damaged. The patient had not performed mr,I but only breast ultrasound, which highlighted the prosthetic rupture¿. The device has been explanted.

Manufacturer narrative:
Continued h.6 (health effect: impact code): f15. Recognised device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.